Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced failure code f-38. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was serviced by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be defective force sensing resistors. To correct this condition, the force sensing resistors were replaced. If any additional information is received, a follow up MDR will be sent. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.